Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a recurring stuck button alarm. The customer¿s blood glucose was 248 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm and was able to clear the alarm. Customer stuck button troubleshooting. The customer was advised to monitor and call back if issue persists. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. (B)(4).